Manufacturer narrative:
Device evaluation: the device was sent to the karl storz service department for inspection. During the technical inspection, the error description provided by the customer, "image blacks out, gasket exposed", was partially confirmed. A visible leak was found in the area of the cable connection. In addition, the device shows signs of normal use, such as scratches and minor dents. No further damage affecting the functionality of the device was identified. The operating hours recorded at the time of the inspection were 307.35 hours. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image of the tipcam sometimes blacks out momentarily. And orange gasket is also exposed from the camera head cable connection. The exposed gasket was found on some tipcam scopes at their incoming inspection. No negative impact in state of health reported.